Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No weak battery, off no power or other alarms noted. No unexpected alarms noted. The pump was received with a stripped battery cap coin slot, a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of an unexpected restart from the insulin pump. The customer's blood glucose reading was 6 mmol/l. The customer stated that they received 2 error codes last night. The customer stated that the pump read off no power. The customer stated that they did not receive an off no power alarm prior to the off no power alert. The customer also stated that there are cracks on the side of the pump. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.